Event description:
The dentist reported that screw fractured in tooth position # 7. Dentist was able to remove the broken part.

Manufacturer narrative:
Upon visual inspection, it was found that the screw had fractured at the base. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause could not be determined.